Event description:
It was reported that a patient presented for post-operation interrogation. Device interrogation revealed no capture and no sensing on the atrial lead. X-ray was performed and revealed atrial lead dislodgement. The physician elected to explant and replace the atrial lead. The patient condition was stable.